Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was explanted due to infection. As per record the lead was implanted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).